Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. With limited information and no sample, the cause of the vessel perforation cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the device was within manufacturing and design specifications when released from terumo control.

Manufacturer narrative:
A1: patient identifier: unknown, a2: age or date of birth: unknown, a3a: sex: unknown, a3b: gender: unknown, a4: weight: unknown, a5: ethnicity: unknown, a6: race: unknown, d4: model #: unknown, d4: lot #: unknown. D4: expiration date: unknown due to the combination of an unknown model and lot number. D4: UDI: unknown due to the combination of an unknown model and lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E1: contact: unknown, confidential. E1: address: unknown, confidential. E1: telephone number: unknown, confidential. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: unknown due to the combination of an unknown model and lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received an FDA medwatch report mw5164563. The event description states: "the description of health hazard was a cardiac tamponade. After the patient had entered the room in 40 minutes, blood pressure dropped during post-bb mapping. Perforation of the vein was confirmed by contrast. After hemostasis with a balloon, blood transfusion was administered. Hemostasis was completed with coiling. Atrial septal puncture was performed by rf needle. Ablation was not performed. Steam pop was not confirmed. No abnormalities observed prior nor during use of the product. Irrigation catheter's flow rate setting was low flow rate 2ml, high flow rate 4-15ml. "This report reflects information received by FDA in the form of a notification per 803.22.